Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw material, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. Based upon the condition in which the sample was returned, the investigation is confirmed for retraction issues and a break at the proximal balloon glue joint. The investigation is inconclusive for entrapment as the original conditions of use could not be recreated (i.e. Patient vessel). It is likely that the break in the outer catheter was a result of the retraction issues, as the edges of the break indicated that the break was caused by excessive force. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to be the reported event.

Event description:
It was reported that following the third inflation, the pta balloon was difficult to retract through the sheath and the balloon detached and became stuck in the vessel. Surgical intervention was required to remove the detached balloon segment from the vessel. There was no known consequence to the patient.